Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the exterior at the tip of the scope was torn. This caused fluids to leak into the scope, resulting in damage to the front camera. There were no patient complications reported as a results of this event. The procedure was completed with another scope. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device code 1354 captures the reportable issue of leak at scope tip during a procedure. A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and a leak was found in the air/water channel. The channel was replaced to resolve the issue. Additionally, the charged couple device (ccd) was experiencing photo plated damage and was replaced to resolve the issue. Since the image issue is confirmed due to leak in the air/water channel and ccd damage, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the exterior at the tip of the scope was torn. This caused fluids to leak into the scope, resulting in damage to the front camera. There were no patient complications reported as a results of this event. The procedure was completed with another scope. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.